Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they found that the sensor had no cannula. The customer's blood glucose was 130 mg/dl at the time of incident. The sensor was returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and found sensor cannula retracted to the top of sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used. Unable to confirm needle anomaly due to customer did not return insertion needle.